Manufacturer narrative:
Product ID: 3887-28, lot# l62164, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: lead. Product ID: 3887-28, lot# l62164, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: lead. Product ID: 74955136, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: extension. Product ID: 74955136, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
It was reported the patient had pain at an unknown location after many settings without good feeling. The patient also had more cognitive trouble and it was difficult to evaluate so they decided to explant everything. The entire system was explanted and not replaced. The event was considered resolved with sequelae.